Event description:
A customer reported a power source alert 07 with their pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer attempted troubleshooting with different charging equipment, but the issue remained unresolved. Tandem technical support arranged to replace the pump, and the customer was instructed to use multiple daily injections as a backup insulin therapy. The customer was also guided on how to prepare the pump for return.